Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the pump fell while customer was go- carting and the the customer ran over the pump causing the touch screen to become shattered. There was no adverse impact to customer's blood glucose. Reportedly, customer to manual injections for insulin therapy.